Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms, and an unspecified cartridge alarm occurred. Customer declined troubleshooting with tandem technical support, so root cause could not be determined. There was no reported impact to customer blood glucose level.